Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the vertical motor and motor cable on the surgeon side console, performed all motor calibrations and tests, and power cycled the system multiple times to ensure no errors upon power up. The system was tested and verified as ready for use following the replacement of the affected components.

Event description:
It was reported that prior to starting a procedure, the customer experienced repeated 23062 faults on system start-up with the da vinci 5. The customer attempted multiple power cycles and a hard cycle on the ssc, but the faults persisted. The site disabled ergonomic controls and was able to proceed with system checks, but ultimately converted to laparoscopic surgery due to the issue. Technical support recommended further troubleshooting and replacement of specific components, including the motor cable and vertical motor module. The procedure was aborted with no patient involvement, and there was no report of patient injury or death.